Manufacturer narrative:
Eval of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a post loading implant failure. These implant losses suggests that the source of the problem was likely to stem from procedural errors and/or the possible lack of osseointegration. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure.

Event description:
Implants fractured and failed after prosthetic restoration. Stability was achieved but unk if osseointegration was achieved. At time of implant failure, oral cavity was asymptomatic. Bone quality was type ii.